Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer sent logs to technical support and it is visible that no o2 dosing alarms were active. Technical support requested customer to upgrade the software and then to perform gas path test. Instructions for the gas path test sent. Technical support received the gas path test from customer and according to technical support; the test looks good, "no o2 dosing possible" alarms were not active.

Event description:
Customer reported battery failure alarms were active on their bellavista 1000 unit. While evaluating the logs, it was also noticed that "no o2 dosing possible" alarms were active also. Patient involvement to the reported issue is unknown.